Event description:
It was reported that during a biopsy procedure, the device was alleged hard to prime. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum instrument was received for evaluation. The magnum instrument was visually inspected upon receipt and was found the cover and main body were bent. Also, it was identified that worn and discolored sleds and cocking slide. The device was functionally tested and failed the tests as dry gun causing the gun primed with lots of resistance, sled force test results out of tolerance. No other anomalies were identified. Therefore, the investigation is determined to be confirmed for the reported device hard to prime as the gun primed with lots of resistance identified. The root cause for the reported device was hard to prime was determined to be gun is very dry. During evaluation, worn sleds and cocking slide were identified are likely to contribute to the reported device hard to prime issue. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Bd recommends the magnum instrument be cleaned and lubricated after every use to enhance the performance and longevity of the instrument. Silicone free, quality medical grade lubricant compatible with steam sterilization should be used to lubricate magnum instrument. Refer to the manufacturer's instruction to determine compatibility and for the use of the selected lubricating agent. Ensure all moving parts of the magnum instrument are lubricated. End - users may sterile the instrument after each cleaning and lubrication. H10: d4 (expiry date: 01/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 : see h10.